Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors with beeping and insulin pump was died. The blood glucose was unknown at the time of the incident. The customer was in the hospital two weeks she had a diabetes ketoacidosis she did not feel like she has one she kept throwing up and they took her off. Assisted customer in performing a self test which was passed. The insulin pump beeped alarm and shutting it off after count down it went blank from 6 down. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm external flash crc error alarm and unable to perform any tests due to blank display. Insulin pump received with corroded battery tube noted.